Event description:
Information was received from patient representative (rep) regarding an external device. The reason for call was patient rep stated that the stimulator was not working and they are trying to charge it yesterday but the screen came up with system problem rm03. Caller mentioned that they have been having problems with it for the last 3 days. Caller said that they are halfway charge and been worried. Caller mentioned that right now their controller was saying battery low recharge the ins. Caller also mentioned that the antenna was kind of warm and when it was charging the ins it was uncomfortably hot. A request was sent to repair to replace the recharger. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n (B)(6), revealed worn donut, this does not impact the functionality of the recharger. Found no issues with finding or charging ins, no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was that they were charging the device this morning and things were working pretty good, however then things weren't working right. Patient (pt) said that they could get a picture on the front, but they couldn't change anything. Agent attempted to clarify with the pt, however pt said that they couldn't explain it. Pt was currently in the controller menu. Agent asked the pt what they were trying to change. Pt said that they couldn't explain it. Agent asked the pt if they were trying to make therapy adjustments or if they were trying to do something else. Pt said that they were trying to get it to do the normal stuff. Pt said again that this morning everything was working well, but then it reached a point where it didn't want to do it when they were trying to get to the programming. Agent reviewed to close out of the controller menu. Pt then said when the controller was searching for the device, it wouldn't do anything and kept saying to try again. Agent asked the pt if the recharger was connected to the controller or not. Pt wouldn't provide a response, but agent understood that the recharger was not connected. Pt was not listening to agent. Pt plugged the recharger into the controller without waiting for agent's instruction. Pt saw no device found. Agent reviewed screen meaning. Agent had the pt tap recharge to go through passive recharge. Pt saw the trying to recharge screen with the three numbers as 21 21 21. Agent was reviewing information, however pt cut agent off. Pt then said that the controller said that the batteries were charged. Pt said that the controller was at 100% and the ins was at 80%. Agent was clarifying with the pt when pt then said that the batteries screen was not appearing. Pt was still seeing the trying to recharge screen with the numbers at 21. Pt said that their right leg was hurting. Pt then said again that they saw it was charged. Pt was extremely confused. Agent reviewed to reposition the recharger. Pt said that they had been doing that, but the number wouldn't stay. The issue was not resolved. Agent redirected pt to hcp to further address the reported issue. When asked for managing hcp, pt did not provide a response. Additional information was received from patient (pt) who reported they could not get the controller in contact with the recharger and the recharger was getting hot at the antenna. Patient reported they were told that their recharger was faulty and they sent out for a new one. They reported they have an appointment with a manufacturer representative (rep) to reprogram the charger.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.